Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter facility name: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, four bands successfully deployed; however, the remaining three bands would not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.